Event description:
The event is reported as: during the procedure, the suture piecemeal released and then the suture broke in to more pieces. It was not possible to retrieve the suture.

Manufacturer narrative:
Eval codes: method - complaint history review and device history review. Results - complaint history review from 06/08/2008 to 06/08/2010 showed no similar complaints filed for this catalog code and defect. Device history review - based on the fact that no lot number was provided, the most recent device history review (for lot # 02c1002597) built on march 2010 was reviewed and no issues or discrepancies were found which could potentially related to the complaint reported. Conclusions: the root cause cannot be determined. The complaint cannot be confirmed.